Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 13:17:07. During night drain cycle one, the patient's ultrafiltration reading was 80ml, indicating the home patient (hp) drained 80ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed that the user had an ultrafiltration (uf) volume of 80 ml during the therapy initiated on (B)(6) 2012 at 13:17, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2012 at 13:17. The last cycle (2) was aborted. Therefore, the uf from drain 2/2 gets lumped together with the uf from the previous cycle (61 ml + 19 ml = 80 ml). Additionally, the fill phase was aborted on both cycles. Review of the event log revealed that the user's actual drain volume during cycle 2 was 19 ml. The actual drain volume of 19 ml is 19% of largest prescribed fill volume (lpfv) of 100 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.